Event description:
A company representative reported that a patient developed an infection two months after the device was implanted. The drug in the pump was morphine. Add'l information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l information is received.